Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned, the clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that this atrial lead's conductor fractured during a device change out procedure. The lead was surgically abandoned and successfully replaced by a new lead. No adverse patient effects were reported.